Manufacturer narrative:
Age at time of event - elderly.

Event description:
It was reported the device was not properly rotating or aspirating. A 2.1mm jetstream xc was selected for an atherectomy procedure. During the procedure, the device made a revving sound when activated but not aspirating and seemed to be a battery or power source issue as the rotation was not maintained. The device was attempted to be removed over the wire and re-advanced, but the issue persisted. Another catheter was used to complete the procedure. There were no patient complications and the patient was fine. Device eval by manufacturer: returned product consisted of a jetstream xc-2.1 atherectomy catheter. The device was visually examined for any shaft damage and the functional testing of the device was completed. The device showed no damage. The device ran as designed pertaining to the rotation of the device. Functional analysis was done by completing the aspiration testing of the device. Test results showed that this device did perform as designed. Inspection of the remainder of the device, revealed no irregularities.